Manufacturer narrative:
The investigation for the reported power on/blank screen issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs are not related to this failure mode, no indication of the blank screen. Device analysis: console was tested on an engineering bench and was power cycled 100 times, however, the blank screen symptom was not reproduced. Per the results of the clinical review and investigation, the root cause was not determined since the failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic), that upon start up with the console that there was a blank screen for a long period of time. A loaner was sent to initiate the return of the device for investigation/repair and preventive maintenance service. There was no report of patient harm or injury.